Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the pacemaker exhibited premature battery depletion. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed, failure to interrogate was not confirmed. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware.

Event description:
New information notes that the patient experienced hemoptysis, syncope, and pleural effusion. The pacemaker also exhibited failure to interrogate.